Event description:
The user facility reported a blood leak from the vent hole of the oxygenator approximately 5 minutes after the start of the procedure. The unit was changed out without incident and the perfusionist reported that there were no resulting pt complications.